Manufacturer narrative:
The info on this form 3500a was completed using the info received from the healthcare professional. Any missing or incomplete data is the result of the info not being provided by the reporter. Osteotech's attempts to obtain additional info from the reporter have been unsuccessful. All mfg records for the subject unit of plexur m were reviewed, and indicated that the product was manufactured according to procedure and met all specifications. All critical processing parameters were met, and there were no irregularities or non-conformances associated with the processing of the product. The subject unit of plexur m was terminally sterilized using gamma irradiation, within the required dosage rate, and was released sterile, as labeled.

Event description:
It was reported that, on (B)(6) 2011, the pt received plexur m during an open reduction internal fixation (orif) procedure on his tibial plateau. The pt was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, the pt presented with what was described as "gross infection... Bacterial/sepsis." Culture results were not provided. The pt was rehospitalized (dates of rehospitalization were not reported), the wound was debrided and irrigated. Type and course of antibiotic treatment were not reported. The plexur m graft was not explanted. As of (B)(6) 2011, the pt was reported as stable.